Manufacturer narrative:
(B)(4). Catalog#: igtcfs-65-jp-jug-tulip. Similar to device under 510(k) (B)(4). (B)(4). Summary of investigational findings: the introducer connected to the sheath is returned. The filter is protruding out trough the y-fitting. A severe penetration is located 23.5 cm from the fitting. Furthermore, there are marks on the sheath 21.5 cm and 24 cm from the fitting. The filter appears visually fine, symmetric and without deformities. It is presumed that difficult advancement is the root cause for this event. The perforation and the marks on the introducer sheath indicate that excessive force has been applied when the introducer was advanced. Under normal conditions the sheath is strong enough to accomplish the procedure, but the introducer sheath may bend if excessive force is used to advance the introducer sheath and filter introducer through tortuous anatomy. Package insert, warning: in those cases where resistance has been felt during the operation, the operation should be suspended and the cause of the resistance clarified. There is a possibility of injury to the blood vessel or damage to this device. No evidence to suggest that device was not manufactured according to specifications. Cook medical will continue to monitor for similar event.

Event description:
A patient underwent ivc filter placement by right jugular approach. After the sheath system of the complaint product was advanced into the target site, filter advancement through it was tried. However, the filter became impossible to advance further on the way. Therefore, the condition of the devices was checked under fluoroscopy, confirming that the kink formed in the sheath was preventing the filter from going further. The device were retrieved out of the body and the procedure was completed with another device.